Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. The t1 was deployed through the meniscus and it was left secure in the patient. The t2 was removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay, and no further complications were reported.

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot is tightened down. The needle assembly is slightly bent. The actuator is at the tip of the needle with a white fibrous material holding it in place. Bio debris is present. A functional evaluation was not performed due to the condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.